Event description:
It was reported that the xience v stent delivery system was not able to cross the heavily calcified left anterior descending artery. Upon withdrawal the physician noted that the stent was partly hanging off of the balloon. Resistance was noted during advancement but not during removal. Another 3.5 x 18 mm xience v stent was therefore used to cover the lesion site. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis noted blood visible on the balloon and contrast in the inflation lumen, consistent with preparation and the stent delivery system (sds) advanced into the patient anatomy. The stent implant was returned dislodged from the sds. It is likely that as the stent was reported to be loose on the balloon, further handling during packing for return analysis contributed to the stent ultimately dislodging from the balloon. There was a flared strut in the fourth row of the proximal end and the first row of the distal end. The middle of the stent implant was slightly crushed. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were several bends throughout the full length of the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but are not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the heavily calcified lesion contributed to the reported failure to advance and noted stent damage as there was no damage noted to the stent during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Additionally, interaction with the heavily calcified lesion may have resulted in an interaction with the stent implant causing damage and resulting in the stent becoming loose on the balloon. Further handling during return analysis would have contributed to the stent dislodging from the balloon and further damage to the stent. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for loose stents for this lot. There is no indication of a product quality deficiency.